Manufacturer narrative:
This information is based entirely on journal literature. Medtronic was made aware of this event through a search of literature publications. This event occurred outside the us. Patient information is limited due to confidentiality concerns. The event only occurred with one patient but specific details on the patient were not provided. If additional information is obtained regarding this event, it will be added, and a supplemental report will be submitted accordingly. Referenced article: takotsubo syndrome induced by de novo left bundle branch area pacing: a case report. European heart journal - case reports. 2024. 8, ytae546. Doi: 10.1093/ehjcr/ytae546. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed regarding takotsubo syndrome (ts) induced by left bundle branch area pacing (lbbap). The authors described a patient who underwent an implant with lbbap. Two hours after procedure, the patient developed dizziness, increasing shortness of breath, and chest tightness. Physical examination revealed tachypnoea and tachycardia. A bedside transthoracic echocardiogram (tte) revealed apical dyskinesia with moderate left ventricular (lv) dysfunction, mild mitral regurgitation, and troponin levels had elevated. On the third day post-procedure, a repeat 12-lead electrocardiogram (ECG) showed mild st elevation and t wave inversion. A subsequent tte on day five post procedure showed mildly impaired lv function. The patient was discharged on (ace) inhibitors, beta blockers, and enzyme inhibitors. The lead remains in use. No additional adverse patient effects were reported.